Event description:
Description of event according to study (16-16: cook medical zenith dissection endovascular grafts in treatment of symptomic dissection of the descending thoracic aorta): on (B)(6) 2021 the patient underwent an endovascular aortic repair for an aortic dissection via cutdown to left femoral artery under general anesthesia. Before the study device deployment, the patient underwent a left subclavian to left common carotid bypass and after the study device deployment the patient underwent a left subclavian embolization. The procedure angiography reported that the study device was patent. There was no separation or evidence of device integrity issues. The site stated in a query that information was not available for status of thoracic and abdominal false lumen. On (B)(6) 2021, two days post procedure, the follow-up CT with contrast was completed. The CT showed the study device was patent. All vessels were patent and the right and left internal iliac were not assessed. The thoracic false lumen was completely thrombosed, and the abdominal false lumen was partially thrombosed with a secondary tear to the celiac trunk. There was no separation, evidence of migration, or device integrity issues. On (B)(6) 2021, 38 days post procedure, the follow-up CT with contrast was completed. The CT showed the study device was patent. Innominate/brachiocephalic, left common carotid (lcc), left subclavian (lsa), right internal iliac, and left internal iliac vessels patency were not assessed by the site. The celiac, superior mesenteric (sma), right renal, left renal, right common iliac, and left common iliac vessels were patent. The thoracic false lumen was partially thrombosed with an unknown endoleak (this complaint, (B)(4). The site stated not applicable on the status of the abdominal false lumen. There was no separation, evidence of migration, or device integrity issues. On (B)(6) 2021, 216 days post procedure, the six-month follow-up CT with contrast was completed. The CT showed the study device was patent. The left subclavian (lsa), right internal iliac, and left internal iliac vessels patency were not assessed by the site. The innominate/brachiocephalic, left common carotid (lcc), celiac, superior mesenteric (sma), right renal, left renal, right common iliac, and left common iliac vessels were patent. The thoracic false lumen was partially thrombosed with an unknown endoleak. The site stated not applicable on the status of the abdominal false lumen, query pending to confirm. There was no separation, evidence of migration, or device integrity issues. On (B)(6) 2022, 531 days post procedure, the 12-month follow-up CT with contrast was completed. The CT showed the study device was patent. All vessels were patent and the right and left internal iliac were not assessed. The thoracic false lumen was completely thrombosed, and the abdominal false lumen was patent with a secondary tear per site ¿multiple entry sites in the thoracoabdominal region¿. There was no separation, evidence of migration, or device integrity issues. The two-year follow-up clinical assessment, follow-up blood work, and CT imaging were not completed. On (B)(6) 2024, 990 days post procedure, the three-year follow-up CT with contrast was completed. The CT showed the study device was patent. All vessels were patent and the right and left internal iliac, right and left common iliac were not assessed. The thoracic false lumen was completely thrombosed, and the abdominal false lumen was patent with a secondary tear per site ¿multiple entry sites in the thoracoabdominal region¿. There was no separation, evidence of migration, or device integrity issues. Patient outcome: the type unknown endoleak was reported on 38 days post procedure and 216 days post procedure. No treatment was done at the time of the event.

Manufacturer narrative:
Manufacturers ref# (B)(4). G5) similar to device marketed under 510(k)/PMA: p180001. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Additional information informs that the event is inherent to procedure and not do to device deficiency. The event is no longer considered reportable in accordance with FDA 21 cfr part 803, as it does not involve a death, serious injury, or a device malfunction. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.